Event description:
Report states "flow in 36 hourxs instead of 44 hours." No information provided regarding the contents of the device. Additional information received from baxter-belgim indicates the device delivered in 30 hours not 36 hours are originally reported. Also, the device was filled with "drug concentration: from 150 to 3000 mg/m2/day" and normal saline for a total fill volume of 220ml. Reporter states no patient injury resulted from reported condition.